Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection and sepsis with systemic inflammatory response syndrome (sirs). The patient had undergone transvenous cardiac pacing (tvp) procedure. There were no additional adverse patient effects reported. The rv lead was explanted.